Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl. The patient treated via manual insulin injection. The customer also reported the smell of insulin coming from the reservoir compartment; this occurred around the time in which her blood glucose was high. During troubleshooting the customer confirmed that the reservoir compartment was dry. The insulin pump also passed the high pressure test. The insulin pump was not returned for analysis.